Manufacturer narrative:
The reported events of damage electrode, failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the physician alleged that the atrial lead was damaged. Upon interrogation, the atrial lead failed to capture and exhibited high pacing impedance. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.